Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the scope communication error e216 was displayed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc considered that the reported phenomenon was attributed to the communication failure between the subject device and the video processor due to the dents on the connector because there were dents on the connector and the noise appeared when move up and down with the connector connected to the processor. Omsc surmised that the dents on the connector was attributed to the hitting or dropping the connector. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was transferred to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the communication failure error occurred (the endoscopic image was not displayed). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.